Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out the right ventricular lead exhibited an insulation wear. Low impedance and high capture thresholds were also noted. The lead was capped and replaced. The patient's condition before, during and post procedure was good.